Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast buttons were found to be intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up arrow keypad button had a delayed response. The patient denied damage to the keypad or pump. The patient reportedly wore the pump under a garment, against the body and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.